Event description:
The customer reported that she had high blood glucose because the meter was not reading on the insulin pump. Customer blood glucose at that time of the call was 588 mg/dl. Customer took 7 units of insulin to bring it down with the insulin pump. Customer's blood glucose now was 568 mg/dl. Customer declined to troubleshoot. Advised to monitor blood glucose and call back for any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.